Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h10 as the device history record review was inadvertently reported as "a review of the device history record of the product code/lot# combination was conducted with no findings." When it should had said "the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for suture detachment since the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after the procedure using the 6 fr sheath. When applying tension on the suture, the suture became separated. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter were unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.